Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t11439n. Retains of the complaint lot were tested with a positive calibrator, no issues with d-dimer recovery were observed. Lot performed within specification. Manufacturing batch records for lot t11439n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported poor d-dimer correlation between triage and star evolution. Correlation study was performed and initiated at the beginning of the pandemic in (B)(6). Customer provided their normal ranges for triage and star evolution: triage = 0-400ng/ml ddu, star evolution = 0-0.5 ug/ml feu. The following comparisons were conflicting given sites normal range: (B)(6) 2020: triage 148ng/ml and 144ng/ml, star 0.53ug/ml, (B)(6) 2020: triage 350ng/ml and 351ng/ml, star 0.63ug/ml, (B)(6) 2020: triage 330ng/ml and 325ng/ml, star 0.80ug/ml. Customer stated samples were only used for correlation purposes.